Event description:
It was reported that the customer passed away. Customer was wearing the pump prior to the incident and removed it to take a shower. The cause was unknown when the death was initially reported, however, the family member called back in 2005 to inform company that their customer passed away due to dka.